Event description:
It was reported that on (B)(6) 2014, a whisper guide wire was being used to position a pacemaker lead in the coronary sinus vein. During removal of the guide wire, resistance was met and a lot of force was applied; however, the guide wire still could not be removed. The lead with the guide wire still inside was removed from the patient. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, the IFU states: do not push, auger, withdraw, or torque a guide wire that meets resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.